Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('the coils are migrating') and pregnancy with contraceptive device ('tons of women are getting pregnant') in a female patient who had essure inserted. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patients had essure inserted. On an unknown date, the patients experienced device dislocation (seriousness criterion medically significant) and were found to have a pregnancy with contraceptive device (seriousness criterion medically significant). At the time of the report, the device dislocation and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered device dislocation and pregnancy with contraceptive device to be related to essure. The reporter commented: this is summary case for unknown number of patients. Concerning the injuries reported in this case, the following one/ones was/were reported via social media report: device dislocation, pregnancy with contraceptive device, device ineffective. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('the coils are migrating') and pregnancy with contraceptive device ('tons of women are getting pregnant') in a female patient who had essure inserted. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patients had essure inserted. On an unknown date, the patients experienced device dislocation (seriousness criterion medically significant) and were found to have a pregnancy with contraceptive device (seriousness criterion medically significant). At the time of the report, the device dislocation and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered device dislocation and pregnancy with contraceptive device to be related to essure. The reporter commented: this is summary case for unknown number of patients concerning the injuries reported in this case, the following one/ones was/were reported via social media report : device dislocation, pregnancy with contraceptive device, device ineffective, quality-safety evaluation of ptc: unable to confirm complaint, most recent follow-up information incorporated above includes: on 23-dec-2019: quality-safety evaluation of product technical complaint, based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.